Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit and was unable to verify the logs. Dried saline residue was found under the executive processor pcb. All printed circuit boards (pcbs) and wire harnesses were examined. The stm wiped down the saline surfaces and found the executive processor pcb and front end pcb had saline damage. The stm replaced both boards to resolve the issue. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications, and the iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a saline bag that burst and was unable to power up. No patient harm, serious injury or adverse event was reported.